Manufacturer narrative:
Trackwise ID# (B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip coating came off. A replacement device was used to complete the procedure.

Manufacturer narrative:
Trackwise #: (B)(4). Analysis of production for ncmr, reworks, or deviations: (3331/213/67) the device history records review concluded that there were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure. Historical data analysis for similar complaints: (4109/213) there were 1 additional similar complaint reported for the reported failure mode and the reported lot number. A review of the product complaint trend data was performed for the months of (sept 2021 through dec 2021). The review does not identify an increasing trend or an adverse trend for three consecutive months for the product family and the failure mode. Trend analysis: (4110/213/67) the overall 24 month product complaint trend data for the period ( jan 2020 through dec 2021 ) was reviewed. There were no triggers identified for the review period. Testing of actual/suspected device & testing of raw materials: (10 & 4105 & 13/22) the device was returned to the factory for evaluation on 01/28/2022. An investigation was conducted on 05/02/2022. A visual inspection was conducted. Signs of clinical use and evidence of blood was observed on the harvesting handle. Blood and charred material was observed on the heater wire. The heater wire was observed to be flexed away at the center of the hot jaw. The clear silicone insulation on both the cold and hot jaws was observed to be intact, no peeling or defects were observed. Electrical testing was conducted.a pre-cautery test was performed per the instruction for use (IFU) with a reference cable, adapter and reference power supply vh-3010 at level 3.0. The device passed the pre-cautery test. It produced visible steam and heat during ten (10) 3-second activations and shut off when the toggle was released. A tone was audible from the power supply upon activation. To evaluate the safety shut down system, a polyfuse activation test was performed 5 times over 10 minutes. The device shut off after the period of sustained activation and reactivated after 10-second cooling period with no incident each time. Based on the returned condition of the device, and the evaluation results, the reported failure "peeled jaw" was not confirmed, but was confirmed for the analyzed failure "material twisted/bent wire." Communication/interviews: (4111/213/67) communication/interviews were performed to obtain all possible information.

Event description:
The hospital reported that during an endoscopic vein harvesting procedure, vasoview hemopro 2 tip coating came off. A replacement device was used to complete the procedure. The patient was not harmed.

Manufacturer narrative:
Trackwise #:(B)(4)

Manufacturer narrative:
Trackwise ID # (B)(4). Corrected section: h-3 device not eval provide code: from "other" to "device evaluation anticipated, but not yet begun."